Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a damaged insulation on the conductor wire. The electrical continuity test was performed and passed.

Event description:
It was reported that during central processing, a technician noticed the distal sheath on the maryland bipolar forceps was pulled through the cables. There was no report of patient involvement.